Event description:
I had an allergic reaction to aquasonic gel used for an emg. I was in the emergency room 3 times for the reaction from (B)(6) 2012. On (B)(6) 2012, I was hospitalized for a major allergic reaction.